Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 4 patient samples on a cobas e 801 analytical unit. The customer was prompted to repeat the samples as the initial results were not consistent with the patients' histories. On (B)(6) 2025, sample 1 had an initial result of 98.5 ng/l. The sample was repeated twice on both lines and the results were 11.6 ng/l and 12.3 ng/l. On (B)(6) 2025, sample 2 had an initial result of 175 ng/l. The sample was repeated twice on both lines and the results were 60.4 ng/l and 60.5 ng/l. On (B)(6) 2025, sample 3 had an initial result of 728 ng/l. The sample was repeated twice on both lines and the results were 21.7 ng/l and 20.6 ng/l. On (B)(6) 2025, sample 4 had an initial result of 398 ng/l. The sample was repeated twice on both lines and the results were <6 ng/l and <6 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 827239. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2025. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the voltage of the photomultiplier tube needed to be adjusted. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.